Event description:
Customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, leading to a successful start of their sensor session, with the error not reappearing.